Manufacturer narrative:
(B)(4). The customer reported that they were obtaining high spo2 readings. When the pt arterial blood gas (abg) readings were lower though there is no specification for spo2 vs. Abg, philips is reporting this issue in abundant caution. No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that they were receiving high spo2 readings. No pt harm was reported.